Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump was dropped. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 266 mg/dl.